Event description:
The customer was admitted to the hospital because of a bad reaction to medication for constipation. Customer was vomiting. Blood glucose, however, were in the normal range. While vomiting the pump was either dropped or fell onto the tile floor. In the ER the customer did not notice any malfunction of the pump. In the ER the blood glucose were checked and showed to be high. The customer went into dka and was placed on insulin drip. Sometime later during this hospital stay, the customer suffered a heart attack. During the call from the cardiac unit the customer asked to have the pump looked at. Troubleshooting would have been performed but was not at this time as the customer stated the unability to test because of poor eyesight and fibromyaligia. The nurse was to call back for troubleshooting. The customer was on insulin drip.